Event description:
Customer reported to baxter (B)(4) a viaflex empty container with connector in which the container dropped off from the connector and an unknown solution leaked out from the bag. It is unknown when the reported condition occurred. Patient involvement, injury/adverse events, or medical intervention in association with this event is unknown at this time. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. This device is pre-amendment; therefore, it does not have a us 510k number. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information or samples become available, a follow-up report will be submitted.